Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that lv thresholds had previously increased and dramatic changes in threshold measurements were observed with different vectors. A vector was selected that yielded reasonable capture threshold measurements with a minimum of chest wall sensation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products 4479 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and undefined impedance and high thresholds. The lead was removed. A new lead was attempted but not used as the physician experienced difficulty advancing the guidewire through the lead. A different lead was then implanted. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced as the reported high thresholds were more quickly draining the battery. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Lv lead thresholds may have reached non-capture levels.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.